Event description:
It was reported that the implantable pulse generator was inoperable and unable to establish communication with the patient controller. The patient stopped charging the device approximately a few months ago. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
New information received states that the ipg was explanted and a new device was implanted. There were no complications during the procedure and therapy was restored post procedure. Patient was stable.

Manufacturer narrative:
The reported event for ipg inoperable was confirmed. At receipt the ipg did not communicate with a lab ppg. The root cause is a depleted internal battery due lack of charge. Per event description, the patient reported they had not charged their device in a few months. Per document (B)(4), no product evaluation form was initiated. According to the review of protégé IFU art100119757, rev c.2, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿

Event description:
New information received states that the patient lost therapy a few months ago. No additional information is available at this time.